Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and patient. The hcp indicated that the cause of the stimulation output issues were not determined, but they will have the manufacturing representatives work with them. Additional information received from the patient indicated that their need for information was the cause of the stimulation output and programmer issues. They stated that their system works perfectly, as they were given information, which resolved the issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient used adaptive stimulation and usually used the upright position because they were in a wheelchair all day and then the laying down position when they were in bed at night. They noted that it was hard to adjust in the office because they couldn't get onto the bed and they wanted to adjust it at home. The patient wasn't sure why the stimulation felt different now but they wanted to change it back. They also wanted to know why they didn't see numbers and only saw lines. It was reviewed how to adjust each program separately. The patient reported that their therapy wasn't adjusting with their positions. All of a sudden the patient started to feel more pain at night when they were laying down. The stimulation issue was related to a positional movement (when the patient was laying down at night). Adaptive stimulation was enabled and the programmer was then showing the correct position. It was reviewed how to adjust and save the settings by staying in the position for 3-5 minutes; the patient was in the upright position so they adjusted the upright position. The patient was going to wait to adjust the laying down position for later and it was reviewed the patient would need to adjust while laying down and wait until the programmer showed "laying". No further complications reported.